Event description:
It was reported that a loss of capture was observed on the device on a non-pacemaker dependent patient during a capture confirm threshold test. Additionally, episodes of far-field r wave oversensing due to automatic mode switch (ams) were observed on the device. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.